Event description:
It was reported that the patient experienced five infusion sets tubing leakage at the insertion site resulting in high blood glucose of 514 mg per dl which was managed with multiple daily injections the set had been in use for one day on (B)(6) 2026.

Manufacturer narrative:
Initial 3 of 5. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.